Event description:
Dr. Was using the echelon flex powered plus stapler ref: (B)(4), lot: v95e0j and echelon 60 grey load ref: (B)(4), lot: t40h6a. Stapler was closed on bowel and partially fired. The stapler then was stuck on bowel and did not finish firing. They then had to manually fire the load.